Event description:
End-user who have been a faithful user for twelve (12) years since her surgery, and has used the same product for all that time reports that all of a sudden, beginning last fall, developed a skin allergic reaction to the adhesive on the wafer which initially presented as itchy and red and eventually developed into blisters that became raw. It is further reported that the treating physician prescribed a cortisone cream that helped a bit but did not resolve the issue, thus the end-user started using betaderm scalp ointment containing alcohol which resolved end-user's skin issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported the end-user cleanses skin with water only, applies only stomahesive paste around stoma hole, and it was never suggested to switch out of the tape border product but has her skin under control except when the product gets wet (shower). In addition, end-user states that, instead of changing the "bag" once a week, it's happening 3x/week. Lastly, end-user stated that she has tried convatec's hypoallergenic products with the same response and wants to know what convatec changed; sending end-user a solid durahesive skin barrier. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.